Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing. The cause was a defective u612 (max inverting charge pump) on the ca board. The defective u612 resulted in no output from the component. The defective component caused the test failure. The root cause for the defective component was unable to be positively determined. No adverse event resulted from the defective monitor. The last pt to use this electrode belt did not report any deficiencies.

Event description:
A review of svc data detected a reportable problem. During servicing, monitor sn (B)(4) failed incoming testing. The last pt to use this monitor did not report any deficiencies.